Manufacturer narrative:
Device evaluation summary electrode belt sn (B)(4) has not yet been recovered from the field. An initial evaluation of the belt was accomplished via a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest an electrode belt malfunction that would contribute to the patient death. Monitor sn (B)(4) was returned and evaluated by (B)(4). As received the monitor failed incoming functional testing. Upon investigation the monitor was unable to recognize ECG and therapy electrode signals. The cause of the failure was isolated to a loss of the driven ground signal. The r781 resistor was open, resulting in the loss of the driven ground. An open r781 resistor is consistent with damage caused by external defibrillations while a patient is wearing the lifevest. The cause of the open resistor was the external defibrillations. There is no evidence at this time that the monitor malfunction caused or contributed to the patient death as the downloaded ECG and flag data indicates that the monitor was fully functional in the field and able to detect an ECG signal and deliver five full energy pulses in the field. Device manufacture date & usage of device: monitor - 09/09/2015 - initial use; electrode belt - 06/24/2014 - reuse.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2015 at 7:30 am. The patient was reported to be in the hospital and wearing the device at the time of passing. Per review of the patient's downloaded flag and ECG files, the patient received 5 treatment defibrillation shocks from the lifevest and 3 external defibrillation shocks between 07:10:01 and 08:03:10 am on (B)(6) 2015. At 07:09:26 am the device first alarmed for an arrhythmia. The ECG recordings show that the patient's rhythm was rapid atrial flutter at 215 bpm. The first lifevest treatment was delivered at 07:10:01. The patient's rhythm remained rapid atrial flutter. At 07:10:35 the first non-lifevest external defibrillation was delivered while the patient was in rapid atrial flutter. The rhythm remained in rapid atrial flutter. The lifevest delivered three treatments between 07:11:12 and 07:12:06 while the patient was in rapid atrial flutter at 170-160 bpm. The post shock rhythm for all three treatments remained rapid atrial flutter. At 07:12:17 a second non-lifevest external defibrillation was delivered during rapid atrial flutter. The final lifevest treatment was delivered at 07:12:49 while the patient was in atrial flutter at 120 bpm. The post shock rhythm was atrial flutter at 115 bpm. A non-treatable rhythm was detect at 07:13:04. The rapid heart rate contributed to the five false lifevest detections. Review of the patient's long term ECG data indicates that the patient's rhythm transitioned to vf at 08:03:10 am. The patient was only in vf for 6 seconds before the third non-lifevest external defibrillation was delivered. The post shock rhythm was atrial fibrillation at 140 bpm. The patient's rhythm again transitioned into fine vf and degraded into asystole. The rate of the fine vf was below the threshold for detection. Asystole is considered a non-shockable rhythm.